Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insyte¿ autoguard¿ shielded IV catheter ¿when the user pulled it out of the case, it had an extra shard/foreign matter on the side of the angio catheter.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis. Device/batch history record review: yes. The lot number was built on afa line 11, from january 16, 2016 thru january 20, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non-foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per CPR ¿ 071. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one unused iag 20ga unit with no package from the lot number 6015869. Visual/microscopic examination: white fm was present at the tip the catheter tubing. The fm was identified to be non-foreign (plug shavings) that exceeded 0.2 square millimeters measured per tappi dirt estimation chart. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation displayed fm on the tip of the catheter tubing. Investigation conclusion: the defect of foreign matter was confirmed with the returned unit. Confirmed there was non-foreign (plug shavings) at the tip of catheter/adapter assembly. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experience was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No: reproduction of the customer¿s experience was not necessary as the reported defect was confirmed. Relationship of device to the reported incident: manufacturing. The fm observed on the tip of the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process due to equipment cleaning.